Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted the same day as the implant due to an increase in pacing thresholds. No additional adverse patient effects were reported. The lead will not be returned.